Manufacturer narrative:
Batch review performed on 22november 2021. Lot 2107280 general mis sphere instrument set: (B)(4) items manufactured and released on 23-jun-2021. No anomalies found related to the problem. Expiration date: 2026-06-13. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Gmk efficiency 77.11.0055 impactor handle lot. Mat38278: (B)(4) items manufactured. No anomalies were found related to the problem. To date, no other similar events have been reported on the same lot.

Event description:
When the surgeon was impacting the tibial keel punch, it was observed that the impactor handle broke. The surgeon spent 25-minutes removing the stuck keel punch from the proximal tibia and additional anesthesia was administered. The surgery was anyway completed successfully. The patient had a hard bone.